Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon eval, therefore an open red (can h) wire in the trunk cable. The cause of the inability to communicate with a test monitor is the open red wire. The root cause of the open wire is excessive force. No adverse event resulted from the open wire.